Event description:
It was reported the patient had an lv (left ventricular) lead revision and expired approximately five weeks later due to "lv lead complications." Follow up with the clinic reported the patient had a history of congestive heart failure, nonischemic cardiomyopathy, non hodgins lymphoma, and acute renal insufficiency. Unknown if patient was pacemaker dependent. Additional information as to cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.